Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "patient called stating that he received a full joint replacement in his shoulder and one of the devices broke which resulted in the doctor removing it. The doctor stated that he would be in pain the rest of his life and he was asking me about compensation." The crosslink fin glenoid 48 (product code 113796026, lot da8lt1) was not returned to depuy synthes, however medical records and x-ray images were provided on cd-rom. Per the medical record review, primary post op x-ray images indicate the implant was well placed, head was at proper height and no loosening was evident. On (B)(6) 2016 revision for loose glenoid component was performed. Office visit (B)(6) 2016 indicates patient was being seen for follow up post loosening of glenoid component of total shoulder replacement revision that occurred on (B)(6) 2016, degenerative joint disease of shoulder region and rotator cuff syndrome. Post revision x-rays indicate the implant was well seated and was slightly proximal to the center of the glenoid. Review of the provided x-ray images found no evidence of implant fracture, disassociation, loosening, or product non-conformance. No further conclusion could be drawn from the image review. The device history record was reviewed. (See attached da8lt1) normal processing confirmed with no rework or scrap noted. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint could not be confirmed without the device returned for further evaluation. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: DHR reviewed. (See attached da8lt1) normal processing confirmed with no rework or scrap noted. Part not returned so dimensional review not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient called stating that he received a full joint replacement in his shoulder and one of the devices broke which resulted in the doctor removing it. The doctor stated that he would be in pain the rest of his life and he was asking me about compensation. Update 6-19-2017: medical records have been reviewed. Mr prior to primary shoulder replacement (B)(6) 2012 findings include significant changes in glenohumeral joint with bony remodeling, chondromalacia and subchondral cystic changes as well as large joint effusion with synovitis. Severe tendinosis and delamination. Evidence of bursitis. Primary right total shoulder replacement operative notes (B)(6) 2012 include: findings of complete full thickness cartilage erosion on the head of the humerus and glenoid. Significant flattening and anterior osteophyte formation of humerus as well. At the insertion of the glenoid, it was found that it would not fit, as the holes in the glenoid were not spaced appropriately or matched appropriately to meet the primary glenoid insert. Efforts at removing the cement and attempting to insert this again were met with failure. It was then noted that the manufacturer had provided the reconstructive glenoid rather than the primary glenoid, thus creating the need to convert from the pegged to a keeled glenoid. This was inserted and cemented with excellent purchase and orientation being achieved. Good stability was found to be present with no rocking or abnormal motion. Procedure was completed satisfactorily. Post op progress notes include report of moderate pain with minimal swelling and ecchymosis. Wound is clean and dry. X-ray indicates the implant is well placed, head is at proper height and no loosening is evident. (B)(6) 2016 revision for loose glenoid component. Office visit (B)(6) 2016 indicates patient is being seen for follow up post loosening of glenoid component of total shoulder replacement revision that occurred on (B)(6) 2016, degenerative joint disease of shoulder region and rotator cuff syndrome. Post revision xrays indicate the implant is well seated and is slightly proximal to the center of the glenoid. Office visit (B)(6) 2016 patient reports less pain than pre-op with some weakness in shoulder. Office visit (B)(6) 2016 pain is lessening with no new concerns. Office visit (B)(6) 2017 slowly improving in pain and function, no new concerns. Pain and loosening has been added to patient harms. Loosening product failure added to glenoid. Glenoid is now reportable. Updated on (B)(6) 2017.

Event description:
Update: (B)(6) 2017: part/lot being updated.